Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with a blood glucose reading of 510 mg/dl. The customer was feeling sick and very weak. The paramedics were called for assistance, and they arrived shortly thereafter. Nothing further was reported.